Event description:
It was reported, mitral regurgitation was seen 5 months postoperatively and the device was explanted and replaced 7 months postoperatively. It was reported, it was not device related. It was caused by previous valvular disease. Additional info has been requested.